Event description:
The customer reported the generation of erroneously high ise (ion selective electrodes) sodium (na), potassium (k), and chloride (cl) patient results on their au5800 clinical chemistry analyzer. The customer also indicated issues with quality control (qc) and calibration. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics, and the exact number of patients affected is unknown.

Manufacturer narrative:
Beckman coulter customer technical support (cts) specialist assisted the customer troubleshoot over the phone. The customer replaced the ise (ion selective electrode) tubing and performed enhanced cleaning as recommend by the cts to resolve the issue. Performed verification tests successfully without issues. No further issues were noted after replacing the ise tubing. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter identifier is (B)(4).